Event description:
While using night aligners the patient reported, "is at eot and is reaching out as she went for a cleaning and was advised tooth #29 is darker than last year and dds suggested a crown on it. Cust confirmed crack has been there for a while and is not in pain. I will ask for a copy of the prognosis as cust states she is not in a hurry for the crown. We will eval what dds recommends and if the brown is emergent or it can wait until tx is completed. We might need to bt due to air gaps present."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."